Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed to be extending from approximately 280° to 90°, with the ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow up, the charge nurse confirmed an internal dialyzer blood leak occurred almost immediately into the patient¿s hemodialysis treatment. The leak was visually observed by the hansons. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 75 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow up, the charge nurse confirmed an internal dialyzer blood leak occurred almost immediately into the patient¿s hemodialysis treatment. The leak was visually observed by the hansons. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 75 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.